Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted product surveillance to report a replacement minicap that was loose while connected.